Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# uzyga. Triathlon cr fem comp #6 r-cem; cat# 5510f602; lot# b699t. Unknown simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# unknown. Unknown simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# unknown. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# p7j9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to pain. All devices except for the patella were revised.